Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Upon evaluation, it was noted that the loop of one of the sutures is able to be converted. The inserters have no issues. No problem was found with the devices. Function test reveals that the devices work as required.

Event description:
It was reported that during a bankart repair surgery both implants could not be inserted into the drill hole, they got jammed in the inserter. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.